Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor was giving invalid results. Customer's blood glucose was unknown. The insulin pump kept alarming sensor error. Alarm was explained to customer. Customer stated the alarm occurred after initialization. Customer stated he just changed out sensor and worked fine. No further information reported.